Manufacturer narrative:
The reagent lot number is 860069. The expiration date was not provided. The field service engineer inspected the analyzer, replaced the sample probe, and adjusted the wash levels on the rinse head. He verified the analyzer's performance by multiple air purges, mechanical checks, and precision checks. The investigation is ongoing.

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 assay result from one patient sample tested on the cobas c 503 analytical unit. The initial result from the analyzer was 151 mg/dl. The initial result was not reported outside the laboratory, as it did not align with the glucometer result of 117 mg/dl. The repeat result from another c 503 analyzer was 112 mg/dl. The repeat result from the analyzer was 116 mg/dl.

Manufacturer narrative:
The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.